Event description:
Hcp called MFR for complex programming. Hcp indicating device programmed incorrectly. Asked for 4 mg for 12 hrs then 5 mg for 12 hrs instead of 4 mg/day for 12 hrs. The device has not been explanted/returned to MFR for analysis. A follow up report will be sent when further info is obtained.